Manufacturer narrative:
(B)(4). On an unreported date, pd therapy was discontinued. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was hospitalized for the reported event. The treatment for the peritonitis included azithromycin (orally, 250mg, once a day), vancomycin (intraperitoneally, 1g, once) and vancomycin (intravenously, dosage, and frequency not reported). The patient was discharged from the hospital after seven days. The patient was reported to have improved and was recovering from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.